Event description:
New information states all is good with the patient and pacing function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, during follow-up in backup vvi. The patient experienced discomfort (presyncope). After a download software, the device resumed normal function. The patient would continue to be followed normally.